Event description:
It was reported that the seat of a scooter was tilting and unstable. Update: additional information was provided by the user. According to the user the scooter tipped over during use and caused her to fall. No injuries were reported.

Event description:
It was reported that the seat of a scooter was tilting and unstable.